Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No unexpected excessive no delivery alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their pump just stopped working. The customer states it occurs during a bolus and will not deliver it all the way. The customer's blood glucose level had gone up to 400mg/dl. The customer's blood glucose level at the time of incident was 120mg/dl. The customer states the no delivery alarm was resolved with a set change. The customer did not have set or reservoir to return for analysis. The customer was advised the pump would be replaced and returned or analysis.